Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and sound perception problems followed by loss of lock. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device has been scheduled.